Event description:
The ventilator was alarming device alert and would not reset or self-correct after turning the ventilator off and then back on. The patient required bagging until she could be placed on a new ventilator. The ventilator is a rental unit. Another country's medical center requested that the rental company evaluate the ventilator on site so that there could be a report of the problem. Hillrom stated that they could not evaluate the ventilator on site, and the ventilator would be shipped for evaluation.